Event description:
Had breast implants in 2003. A few years later started losing a lot of hair, was diagnosed with hypothyroid. In 2011 developed severe asthma, which I need to use inhaler daily. Had saline implants originally for over 10 years). FDA safety report ID # (B)(4).